Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. No pt serious injury or death associated with the event described in this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors in the workstation were reseated. The system was tested and found to be working as intended and returned to service.